Event description:
User facility mandatory medwatch received which stated the following: unstable angina pt found with infusion pump for her heparin dip found off. Pt developed chest pain. Pump changed and medication restarted." Upon further query the following info was provided: the pump was reportedly found powered off and unplugged at the time of the event. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.